Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected; updated: b4, b5, g4, h2, h3, h6. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
The patient underwent a right hip revision approx. 8 years post implantation due to a "dislocation". Patient stated he was walking when the implant came apart. He stated the doctor told him the head was in the socket and the shaft came out. Patient would like to know why this has happened. He stated the surgeon informed him to call zimmer biomet to find out why.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4) .

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-03684.

Event description:
It was reported the patient underwent a tha approximately 8 years ago. Subsequently, patient was revised due to disassociation of the head in early (B)(6) 2020. Attempts have been made and no further information has been provided.